Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose level was not impacted. Tandem technical support had the customer perform a system check and the cause of the occlusion was found to be with the infusion site. However, the customer delivered a bolus without changing the site and had not received any further alarms.